Manufacturer narrative:
H6- device evaluation: lens was returned in liquid in a vial. Visual inspection found a lens haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -4.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a different power lens due to refractive surprise. This exchange resolved the problem. The cause of the event was reported as patient-related factor. However, it was reported that the device failed to perform as intended.